Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction did not recur. The customer was informed they could continue using the pump and advised to call back if the issue reappeared, which they acknowledged and understood.